Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately tortuous, mildly calcified de novo lesion in the mid right coronary artery. The lesion was pre-dilated with a 1.5x12mm balloon. The 3.0x12mm xience prime stent was deployed at 16 atmospheres; however, post implantation, a distal edge dissection was noted. Another xience stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.